Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 700mg/dl. The caller mentioned that the insulin pump kept alarming no delivery. The customer stated that the infusion set was changed, but the alarm continued. Troubleshooting was performed and the customer believes the insulin pump was not functioning properly. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.